Event description:
It was reported the ins battery depleted rapidly and the pt was charging the ins almost every day for one hour. Two physician mode recharges had been performed. Add'l info rec'd indicated in 2009, the pt stopped feeling stimulation and needed to charge. The pt usually charged the device when it reached 50% but the device had become discharged. The pt charged the device for two hours but was not able to adverse the charge level. A power on reset (por) condition was noted. At the clinic the device showed 6-8 bars. The pt had reported charging for over 14 hours over the previous three days. The device was charging but upon interrogation with both the physician and pt programmers it continued to display a discharged ins screen prompting to continue recharging. Further troubleshooting revealed the ins was not behaving as expected. It was not possible to get telemetry with the physician programmer. A functioning pt programmer was used with the same result. A second recharger was used to charge the device for approximately 30 minutes (8/8 coupling bars). Telemetry was still not possible. The pt was scheduled for future replacement.